Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number was not provided.

Event description:
The customer reported that the battery was out of order. There was no reported patient involvement.